Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual inspection: the sample was received sealed in its original inner product packaging. Both slides were in their initial positions. It was noted that the packaging had two holes on the plastic. Slight dents and scratches were also noted on the plastic packaging. Debris was also visible on the tyvek package cover. There were no other visual anomalies noted. Functional/performance evaluation: functional testing was not applicable for this type of failure mode. Medical records review: no medical records were provided; therefore, a medical record review could not be performed. Image/photo review: no images or photos were provided; therefore, a medical record review could not be performed. Conclusion: the device was returned. The investigation was confirmed for tear, rip or hole in device packaging as holes were observed in the plastic packaging. All maxcore devices are 100% inspected for any foreign matter or defects. Therefore, it was unlikely that the root cause was manufacturing related. It was likely that the damage occurred during shipping, handling, or storage at the facility. However, based on the information available, the definitive root cause for the reported issue could not be determined. Labeling review: the current instructions for use (IFU) states: how supplied: the product is supplied sterile and non-pyrogenic unless the package has been opened or damaged. Sterilized using ethylene oxide. For single use only. Do not reuse. Do not resterilize. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that holes were allegedly found on the clear plastic sample tray. There was no reported damage to the outer packaging carton. There was no patient contact.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that holes were allegedly found on the clear plastic sample tray. There was no reported damage to the outer packaging carton. There was no patient contact.